Manufacturer narrative:
The reagent lot number and expiration date were not provided. The alarm trace showed multiple "4-xxx abnormal aspiration (sample pipetter)" errors. The field service representative found that the tubing within the sampling/pipetting system was disconnected. He reconnected the tubing, which appeared to resolve the issue. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable ldl results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 9 mg/dl. The repeat result was 122 mg/dl.